Event description:
It was reported that the device exhibited episodes of high, out of range, pacing lead impedance on the right ventricular channel. The out of range measurements were believed to be isolated incidents and the overall impedance trend was stable. The patient will continue to be followed normally.

Manufacturer narrative:
(B)(4).